Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair, linx device implantation, and use of mesh occurred without issue on (B)(6) 2016. Prior to device removal, the patient had two esophagogastroduodenoscopy (egd) with dilations and a CT scan suggested a hernia recurred and the gej and fixed linx device shifted into the mediastinum. Device explant due to dysphagia occurred without issue on (B)(6) 2017; a fundoplication was performed at the time of explant.